Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that bite is not correct. They cannot bite down on their back teeth, their front teeth are hitting first. Requested bite video, whichpatient provided. In video, there is a slight open bite on the right side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.